Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels found a hole in the right atrial seal plug, where all other seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of sudden drop in pacing impedances, and analysis of the right ventricular (rv) lead confirmed a helix tip fracture determined to be the root cause.

Event description:
It was reported that this 1.5 year old cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had a sudden drop in pacing impedances three months ago to 360 ohms, and another recent sudden drop to less than 200 ohms. The patient was dependent due to a previous av node ablation. This system was explanted and replaced to another manufacturer. During the revision, it was noted that the left ventricular (lv) lead had high thresholds and stimulation seen in all vectors. No additional adverse patient effects were reported.